Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was 320 mg/dl at the time of the incident. The customer reported that her pump is not working and not getting any alarms, pump screen began to get faded and gets spotty. Customer stated that the screen is cloudy and sometimes the numbers appear and sometimes they don¿t. The troubleshooting was performed for partial display and declined to high blood glucose level. The high blood glucose level was treated with the insulin syringe. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will not be returned for analysis.